Manufacturer narrative:
Patient reported to be over 18 years of age. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown, but complainant stated that device was used prior to expiration date. (B)(4) stent migration post procedure. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary stent implantation procedure performed in the common bile duct in 2011. According to the complainant, est was performed for the patient who had stone(s) in the common bile duct in 2011. Since the patient had chronic lymphatic leukemia, the stone was not removed but a flexima biliary stent was implanted and the procedure was completed. However, at a later date, the implanted stent was evacuated naturally. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.